Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed due to faulty charge-coupled device (ccd) unit.

Event description:
The user facility reported that the camera head was not working and the image was not appearing on the screen. The screen is black when in use. There was no patient involvement associated with the event reported.